Event description:
(B)(4). It was reported that the patient had a fallen bladder. There was also a loss of therapeutic effect with symptom return. The patient was urinating every 5 minutes. She had a urethra ring inserted. No outcomes were reported regarding this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: 2013-(B)(6), product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va08myg, implanted: 2013-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).